Event description:
Per the clinic, the patient experienced poor device performance since activation of the implanted device. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.